Event description:
It was reported that the asymptomatic patient presented for device upgrade. Externalized conductors were observed. Low r-waves were also noted. Based on the review of images provided to st. Jude medical the conductors do not appear to be externalized. Lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasion was noted at 11.8-12.2cm from the distal tip. The etfe coating was intact at this location.